Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) alarm was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. Labeling review finds the labeling adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this event was determined to be caused by user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.

Event description:
Reportedly on (B)(6) 2011, the homechoice machine received a system error 2240 (air in line) alarm. The patient was connected to the machine. The patient disconnected prior to the alarm, however, the patient reconnected. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set. The tsr asked the hp to cycle power. The tsr explained the alarm. According to the hp, he got off the hc to use the restroom which caused air to get in the lines. The tsr explained to discard all supplies and to report the alarm to the nurse. The hp will finish therapy manually. There was no patient injury or medical intervention reported.